Event description:
The lead was capped due to high impedence on atrial lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).